Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's inflammation, peri-implantitis and fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field catalog number and lot number. Additional evaluation c. Conclusion: 19/cause traced to user. Additional evaluation c. Conclusion: 50/ device failure related to patient's cond. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's inflammation, peri-implantitis and fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The missing article and lot numbers were requested from the initial reporter. A follow up report will be submitted upon receipt of the information. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's inflammation, peri-implantitis and fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in ada site 10 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's inflammation, peri-implantitis and fair hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.